Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, the reported positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) were both due to anatomical challenges. The reported leaflet injury (tissue damage) was due to operational context of difficulty grasping. The worsened mr was a cascading effect of the leaflet injury. The reported poor image resolution was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3. Imaging was difficult. The first ntr clip (00207u116) was advanced to the mitral valve. Due to the anatomy, the leaflets could not be grasped at the same time, even after repositioning the clip more centrally. The leaflets would not remain captured. The clip was not implanted. An xtr clip was implanted without issues. Mr improved, but another clip was needed to further reduce mr. The same ntr clip (00207u116) was used again, but it was not possible to grasp leaflets. The clip was not implanted and was removed. A new xtr clip (91207u137), was advanced. It was not possible to grasp the leaflets and the leaflets would not remain captured. A total of one clip was implanted. As a result of difficulty grasping from both clips (00207u116 and 91207u137), leaflet injury was noted and mr worsened to grade 4. No additional information was provided.